Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up, the clinic manager clarified that the leak took place as soon as the treatment started. The leak was an external leak, whereas the blood was leaking outside of the dialyzer device. The fresenius 2008t machine did not alarm. Blood test strips were not used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was >100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with a different machine and new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The production record review showed there was one approved temporary deviation notice in the production of this lot. It is unrelated to the reported complaint event. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A clinic manager reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up, the clinic manager clarified that the leak took place as soon as the treatment started. The leak was an external leak, whereas the blood was leaking outside of the dialyzer device. The fresenius 2008t machine did not alarm. Blood test strips were not used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was >100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with a different machine and new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.